Event description:
It was reported that a device was set up to deliver 4 units of insulin and alarmed for a system error 322 while on a patient. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.